Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was to be used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009 (pt over 18 years old). According to the complainant, while preparing for the procedure, the tome tip was found to be split. The procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.